Manufacturer narrative:
The root cause of the reported stroke was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Upon review of previous submissions and available information, additional codes have been added for clarity and completeness. Additional narrative: a 66-year-old male was admitted on july twenty third with chest pain and was diagnosed with non st elevation myocardial infarction. On july twenty fourth he developed severe chest pain rated seven out of ten, prompting an in hospital activation for st elevation myocardial infarction. Coronary angiography demonstrated severe multivessel disease with total occlusion of the left anterior descending artery and the right coronary artery. An impella cp device was placed for cardiogenic shock, which resulted in improvement of his chest pain. He was evaluated for coronary artery bypass surgery for the following morning. During surgery the patient remained in cardiogenic shock and required multiple vasoactive medications on induction. He received repeated doses of sodium bicarbonate due to significant acidosis. Following successful bypass grafting, he was unable to come off from cardiopulmonary bypass despite impella cp flows between 3 and 3.9 nine liters per minute. He experienced several episodes of ventricular fibrillation. Re initiation of bypass was required, and the surgical team discussed escalation to impella 5.5 support or right sided percutaneous support. An intra aortic balloon pump was planned as interim support. Due to persistent failure to separate from bypass, impella 5.5 implantation was performed through a graft sewn to the right axillary artery with fluoroscopic guidance. After removal of the impella cp and intra aortic balloon pump, the impella 5.5 heart pump provided adequate support to separate from bypass, assisted by multiple transfusions. Vascular surgery was consulted for potential extracorporeal membrane oxygenation (ecls/ECMO) transfer. Emergency transfer was approved, and the patient was moved without complication. At the receiving facility, ecls/ECMO was initiated at the bedside using the existing vascular access. Flow was 4.7 liters per minute with improved systemic blood pressure. Neurological status was assessed daily as sedation was discontinued; pupils remained reactive. The patient remained on very high circulatory support. Lactate levels declined, while kidney function worsened and liver function showed early improvement. Chest tube output was minimal. A brief episode of non-sustained ventricular tachycardia occurred. The patient failed to regain consciousness, prompting computed tomography of the brain, which showed evidence of a stroke in the middle cerebral artery territory, which was filed as the first complaint. The second complaint was filed when a blood clot was also identified near the impella 5.5 insertion site. Transthoracic echocardiography with contrast demonstrated a 1cm fixed thrombus attached to the apical region of the left ventricle. Neurology advised withholding anticoagulation due to concern for possible cerebral bleeding. The team later confirmed the presence of left ventricular thrombus during the original surgery. Ecls/ECMO and impella 5.5 were continued, with the impella device operating at low settings for ventricular decompression. The patient followed commands on the right side but had no movement on the left. Blood pressure improved with pulsatility. After multidisciplinary discussion, the impella 5.5 device was removed, and the patient tolerated the procedure without complication and patient survived with ecls/ECMO ongoing support. Manufacturer's reference number: (B)(4).

Event description:
The complainant reported a patient suffered from a stroke during impella 5.5 support. The stroke was discovered via computed tomography scan after the patient failed to wake from sedation. It was additionally noted that a blood clot was found in the left ventricle. Anticoagulants were withheld as a precaution due to concerns of a cerebral hemorrhage and the decision was ultimately made to remove the pump. The patient remained supported via extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿